Event description:
It was reported that the ICD showed the eri status via home monitoring. Subsequently, during an office follow-up, the status mol1 was confirmed. The device remains active. The associated rv lead showed oversensing and was capped and replaced on (B)(6) 2025.